Event description:
Event description guidant received information that the patient with this pacemaker died within hours of their pacemaker implant procedure. During and immediately following the procedure, all device and lead measurements were acceptable. In reviewing the electrocardiograms (ECG's) following the patient's death, a fine ventricular fibrillation (vf) was observed.